Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the sensor readings were inaccurate. Customer stated the insulin pump went into threshold suspend due to sensor reading of 40 mg/dl and blood glucose was in the 200 mg/dl range. Customer declined troubleshooting for issues. No further information reported.